Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and several other locations of the inner cutter. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to actuate properly. The root cause for the actuation non-conformance was due to the separation of components within the probe. It appears that toward the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not actuate during a procedure. Aspiration was present. The product was replaced and the procedure was completed. There was no patient harm.